Event description:
The complainant stated that the brake on the recliner is not holding. The brake will engage but the wheels continue to roll.

Manufacturer narrative:
The account has not completed repairs. A follow up report will be sent once the customer discloses their investigation.